Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb, use of forceps. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of one of 3 access sites in the right common femoral vein using the pre-close technique via a small-bore sheath hole prior to a pulse field ablation (pfa) procedure. The single prostyle suture was successfully pre-placed. The sheath was upsized to a 13f and the pfa procedure was completed. The 2 other puncture sites were successfully closed with prostyle devices without issue. Reportedly, in the 13f site, the suture broke during knot advancement. Hemostasis was already achieved after the first 2 puncture sites were successfully closed; therefore, no additional method of hemostasis was required for the 13f site. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.